Manufacturer narrative:
Device used for treatment, not diagnosis. Kuriakose, m.a., fardy, m., sirikumara, m., patton, d.w., & surgar, a.w. (1996) "a comparative review of 266 mandibular fractures with internal fixation using rigid (ao/asif) plates or mini-plates." British journal of oral & maxillofacial surgery, 34, 315-321. This report is for an unknown ao/asif plate/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article, kuriakose, m.a., fardy, m., sirikumara, m., patton, d.w., & surgar, a.w. (1996) "a comparative review of 266 mandibular fractures with internal fixation using rigid (ao/asif) plates or mini-plates." British journal of oral & maxillofacial surgery, 34, 315-321. A retrospective study was done at two medical centers of reviewing all patients with mandibular fractures treated with internal fixation. The study was done over a three year period from 1988 to 1991. The study compared the use of ao/asif arbeitsgemeinschaft fur osteosynthesefragen/association for the study of internal fixation rigid plates and a competitors mini-plates. Only those patients with all medical records available remained in this retrospective study. There were 64 patients who participated in the retrospective study. Of the 64 patients, 58 were male and 6 were female that ranged in age from 13 to 82 years and mean age fo 36. Of 64 patients, 5 patients required removal of plates and screws due to infection and pain. Three patients resulted in occlusal interference, however no further surgery was required to correct the malocclusion. This report is 1 of 4 for (B)(4). This report if for an unknown ao/asif rigid plate.